Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. G4- PMA/510(k)#: k210476.

Event description:
User opened the package and advanced the device through endoscope working channel to do biopsy, but found out there is obvious resistance during needle advancement, and the stylet cannot be pulled out successfully. User retracted the device from patient and still feel great resistance of needle advancement. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. Are images of the device or procedure available? No. 2. 3. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No information provided. 4. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 5. 6. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located: _____________________ procore. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.).colon. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r/2l/4r/ao/ar/11ri/11s. 7. Please describe the size of the intended target site. No information provided. 8. If not with the device in question, how was the procedure performed and/or finished? No. 9. Was the device used in a tortuous position? Unknown 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No information provided 13. Was force required to remove the device? Yes, during needle advancment and the needle cannot be advanced out. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? No information provided.. 15. Was force required on insertion of device into scope? No information provided. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? No information provided. 17. Was difficulty experienced while retracting the needle? No information provided. 18. Was the syringe used during the procedure, after the stylet was removed? No information provided. 19. Was the needle able to be fully retracted before removing from the patient?no information provided. 20. Was gaining access to the targeted site difficult? No information provided. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No information provided. 22. Was needle penetration of the targeted site difficult? No information provided. 23. Was the stylet partially removed prior to advancement of needle? No information provided. 24. How many biopsies/passes were obtained with use of this needle? No information provided. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No information provided. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No information provided. 28. Was there difficulty in attachment / detachment of the leur to the scope? No information provided. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No information provided. Procore. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No information provided. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No information provided. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No information provided. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No information provided. Ebus. Above informatoin cannot be provided as user cannot remember the details as it is two month ago.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation 1 unit of lot c1847175 of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 20 june 2024. Visual inspection: distal end of needle examined, and no issue observed, stylet examined and no issue observed, functional inspection: sheath extender able to advance and retract without issue, needle able to advance and retract without issue, stylet removed from the device without issue, stylet reinserted into device without issue, needle removed from device and slight kink below sheath extender observed. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1847175 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has previously occurred for this work order c1847175. This was with (B)(4) which was from the same customer. The root cause for this complaint was as follows ¿a possible root cause is difficult to determine due to the little information provided but could be attributed to the device being held at an angle during the procedure causing the needle to kink proximally below the sheath extender which most likely caused the difficulty in needle advancement.¿ based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1847175. Instructions for use and lable: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. As there was very limited additional information shared a possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the proximal needle kink which would have led to the resistance felt by the user during needle advancement as well as the difficulty with retracting the style. It is possible that this kink may have been more pronounced when the user tried to advance the needle but may have been straightened out more by the time the device returned to cirl and hence the reason for no issue being observed with advancement of the needle during the lab evaluation. A CAPA ((B)(4)) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: 1 unit of lot c1847175 of echo-19 was returned opened in its original packaging. Confirmed quantity, 01 device was confirmed used. According to the initial report, the patients did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the proximal needle kink which would have led to the resistance felt by the user during needle advancement as well as the difficulty with retracting the style.

Event description:
A supplemental report is being submitted due to completion of the investigation on 13 nov 2024.